Event description:
Reporter noted corneal burn occurred during case. Not irrigating well through tip. Tried different handpieces, with no improvement. Sutured wound to close; prognosis reported as good.